Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered inappropriate anti-tachycardia pacing (atp) and shocks for what appears to be an atrial driven rhythm in which the atrial activity was falling into the blanking period. Technical services (ts) was consulted and advised on programming enhancements to prevent inappropriate therapy delivery. No additional adverse patient effects were reported. This device remains in service.